Event description:
It was reported that during the implant procedure the right ventricular (rv) lead dislodged. The physician attempted to retract the helix, however it would not move after multiple attempts. The lead was removed and when the helix was tested outside the body it would not move in either direction. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood, the inner insulation of the lead was distorted due to kinking/buckling, visual summary analysis of the lead indicated damage at implant, and visual summary analysis of the lead indicated stretching. The analyst noted that a stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.